Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 wont connect to asm. Case notes: problem description: (B)(6) 2018 10:41:14 (B)(4). 8015 sn: (B)(4). 8015 wont connect to asm. Bio med replaced logic bd and flashed the unit using compact flash cards. Stated he inserted fcc flash card while the unit was on and the unit came up with an error. Had bio med try another sio board from a working unit and still would not connect. Recommend to replace the logic board or send in unit for repair.